Event description:
The customer reported the rbc was recovering high out of range on all levels of 5c controls, when running their lh780 instrument. The issue occurred on controls only. No patient samples were cycled during the event; therefore, there were no erroneous patient results reported out of the laboratory and no death or injury is attributed to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed there was a pinhole in vl4c causing approximately 2 mls of diluent to leak and generating the erroneous high rbc results on controls. The fse replaced the tubing resolving the leak and erroneous results. (B)(4).